Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional concomitant medical products: (B)(4), lot number 61780.

Event description:
Additional information stated the reported events have been resolved.

Manufacturer narrative:
The reported events of device migration and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling: warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). Precautions 2. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Healthcare professional reported iop had increased and the xen®45 gts was no longer visible in the ac of the right eye. Patient was placed on iop lowering drops. Bleb revision was performed as iop was elevated even more. During bleb revision, xen®45 gts was noted to be fully migrated out of the right eye and was laying in the subconjunctival space. Xen®45 gts was explanted and patient underwent trabeculectomy.